Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported premature deployment was confirmed. The reported resistance was not confirmed due to the stent already being deployed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that as the absolute pro self expanding stent system was being advanced over the guide wire and into the sheath, resistance was met with the sheath. The absolute pro was removed from the sheath. The distal struts of the stent were observed to be slightly expanded. The device was not used any further. A non-abbott stent was used for the procedure. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. After the absolute pro had been removed from the anatomy, the device was manipulated and the stent was fully expanded. No additional information was provided.